Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 49 mg/dl and 320 mg/dl. The customer had been using the insulin pump within 48 hours of the reported low blood glucose event. The customer reported that they treated low blood glucose level with glucose tablets, had breakfast and candies. The customer was neither in emergency room, nor admitted into the hospital nor was emergency medical services dispatched as a result of low blood glucose. The customer did not allege the insulin pump for over delivery. The customer also reported that the insulin pump was beeping and vibrating and said motor error and motor position encoder error. The customer stated that the insulin pump was exposed to high magnetic field during magnetic resonance imaging. The drive support cap appeared normal. The customer was unable to troubleshoot as the insulin pump was stuck in rewind and priming process and kept getting motor error. The devices will not be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify prime/fill and e70 alarm due to motor error alarms. No frozen screen noted during test and time clock advances properly.